Event description:
It is reported that the surgeon was unable to insert the articular surface because it would not seat and lock into the baseplate. After removing the articular surface, the surgeon noted damage on the underside.

Manufacturer narrative:
Evaluation summary: the reported damage to the dovetail is likely indicative that the articular surface was not correctly placed and oriented before insertion. It is likely that the problems encountered are related to surgical technique. No other complaints of this nature have been rec'd for this product/lot combination. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.